Manufacturer narrative:
(B)(4). D10: 12/14 cocr femoral head 32mm -3.5 item #00801803201 lot #61725732. Modular cup 10 degree liner longevity 50/52/54x32 item #00631005032 lot 61669310. Longevity const liner 50x28 item # 00633405028 lot #64835897. Mod cup repl lk ring 54mm item #00620105400 lot 66136061. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that patient had dislocation, during surgical intervention patient appeared to present with trunion wear and pseudotumor possibly from metal ion release. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.